Event description:
It was reported that a ez45b was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the staples malformed (almost half of the staple lines). The surgeon used another stapler to close the tissue. There was no consequence to the pt.